Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 226 mg/dl. Customer stated that the down arrow was not working . The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.